Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿cuffing¿ with a potential root cause of "balloon material does not shrink quickly enough." The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered."

Event description:
It was reported that a ridged ring was noted around the end when the catheter was pulled out of the patient, that made it painful for the patient while it was removed. No medical intervention was reported.